Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015: software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in (B)(4) software, the navigation system unexpectedly exited back to synergy load screen. After typing ctr+alt+backspace and logging back into the (B)(4) software from the application launch screen, the system functioned as intended. There was no patient present when this issue was identified.